Event description:
Reportedly, the home monitor does not connect with the ICD anymore.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Final investigation results: ¿ upon reception the reported behavior was confirmed at a first test ¿ a second test was performed which resulted in normal and correct behavior: o the transmitter was able to communicate with a reference ICD o the transmitter was able to communicate with the bo ¿ the cause for the reported behavior on the field cannot be determined with certainty. ¿ it can be assumed that it most likely is related to a poor network quality at patient¿s home. ¿ this case is retained and used for trend purposes.

Event description:
Reportedly, the home monitor does not connect with the ICD anymore.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.